Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous proximal right coronary artery (rca). The 4.00x12 mm nc trek balloon dilatation catheter (bdc) was prepped per the instructions for use. The bdc was advanced for pre-dilatation with resistance noted with the anatomy. The bdc was inflated to 12 atmospheres and ruptured. There were no adverse patient effects and there was no clinically significant delay in the procedure.